Event description:
It was reported that the pacing lead impedance (pli) values of the right ventricular (rv) lead on this pacemaker system were less than 200 ohms when set to bipolar configuration. It was also noted that there was undersensing of the rv signal and subsequent inappropriate pacing. Technical services (ts) provided troubleshooting including programming options and possible generator change out. Physician will be notified of troubleshooting measures. No adverse patient effects were reported. The rv lead was a non-boston scientific product. Currently, this pacemaker system remains in service. According to additional information, this device was explanted for normal battery depletion (nbd). Another pacemaker was successfully placed. No adverse patient effects were reported outside of the replacement procedure.

Event description:
It was reported that the pacing lead impedance (pli) values of the right ventricular (rv) lead on this pacemaker system were less than 200 ohms when set to bipolar configuration. It was also noted that there was undersensing of the rv signal and subsequent inappropriate pacing. Technical services (ts) provided troubleshooting including programming options and possible generator change out. Physician will be notified of troubleshooting measures. No adverse patient effects were reported. Currently, this pacemaker system remains in service.